Event description:
It was reported that the device was not stimulating. There was no report of any patient impact.

Manufacturer narrative:
Product evaluation was completed. The unit was unresponsive, replaced cable. The unit was tested and passed all manufacturing sp ecifications.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and product evaluation is currently underway. Result: results pending completion of evaluation. Conclusion: not yet available, evaluation in progress. Method: no testing methods performed. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. We are unable to determine the definitive cause of the reported event. This product was being used for treatment not diagnosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.